Event description:
End user "states he used qty 75 catheters cure m12c from unknown market units that were difficult for him to use when inserting in his urethra, did not glide in well felt like he was meeting resistance with every use, leading him to have a uti." He attempted to use m12c for about the last few weeks as he caths 4-5 x a day and noted difficulty passing in his urethra and often he had to touch the catheter "forcing it to go in" to drain his bladder. He uses lubrication prior to insertion, familiar with proper coude placement. He does cleanse his meatal opening with a antibacterial wipe prior to insertion. He does not always wash his hands prior to use. He is paralyzed from the waist down and has no feeling when cathing. Yesterday he was not feeling well, overall rundown and said he had cold like symptoms and fever. He often feels this way when he has a uti. He went into his ER and they ran a ua which was positive for possible infection and he said the urine culture is still in process. He was prescribed levaquin antibiotic and he has yet to pick it up. End user was advised him to not use these catheters and was reminded of hand hygiene prior to use and proper clean intermittent catheterization technique.